Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that air ingress was noted inside the polarsheath during pulmonary vein isolation to treat de novo paroxysmal atrial fibrillation. After the polarx balloon catheter was inserted and advanced into the sheath, air was observed in the infusion line. The physician halted the saline flush and attempted to remove the air by aspirating the line, but was unsuccessful as the balloon was filling up the sheath. The physician successfully aspirated all of the air out of the sheath by slowly advancing the catheter until the balloon was withdrawn from the sheath. Blood leakage from the sheath was noted. The procedure was completed successfully without exchanging any devices. St elevations were not observed on the electrocardiograph. No patient complications were reported and the patient's current condition is fine.

Manufacturer narrative:
The device was returned to boston scientific for analysis. Visual inspection of the returned device revealed a tear in the valve seal that overlapped the outer slit. The device passed pressure decay testing at 6 psi, hemostasis testing at 5.5 psi pressurization with saline, and aspiration testing with 10 cc and 60 cc syringe at various flowrates. The device did not pass aspiration testing when a polarx test catheter was inserted, withdrawn, and when tipped at slight angles (relative to the sheath). The device also did not pass aspiration testing when a dilator was removed after inserting through sheath. Air pressure testing was performed to identify the location of any potential leaks. The device was gently pressurized at the flushing line luer fitting while plugging the distal tip of the catheter; the measurements were within the acceptable range and no air bubbles were observed. Laboratory analysis confirmed that a tear in the hemostatic valve led to the blood leaking observed during the procedure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications.

Event description:
It was reported that air ingress was noted inside the polarsheath during pulmonary vein isolation to treat de novo paroxysmal atrial fibrillation. After the polarx balloon catheter was inserted and advanced into the sheath, air was observed in the infusion line. The physician halted the saline flush and attempted to remove the air by aspirating the line but was unsuccessful as the balloon was filling up the sheath. The physician successfully aspirated all of the air out of the sheath by slowly advancing the catheter until the balloon was withdrawn from the sheath. Blood leakage from the sheath was noted. The procedure was completed successfully without exchanging any devices. St elevation was not observed on the electrocardiograph. No patient complications were reported, and the patient's current condition is fine.